Manufacturer narrative:
The insulin pump passed the self test. The insulin pump was monitored in the 50c oven for two days. No display anomaly was noted. The insulin pump passed the displacement test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the screen on the insulin pump was foggy and not easy to see. The customer's blood glucose was 145 mg/dl. The customer performed a self-test after the black screen disappeared and the test passed. Nothing further was reported.